Event description:
It was reported that exit block, high out of range pacing lead impedance, and out of range, low sensing were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.